Manufacturer narrative:
No product was returned by the customer. A complaint investigation or product evaluation could not be conducted. A device history record (DHR) review was performed. No problems or issues were identified during the DHR review. No root cause was established.

Event description:
It was reported that multiple pumps had an issue with recognizing the syringe during a case. The issue resolved after the user rebooted the device several times. There was no patient injury.

Manufacturer narrative:
Other, other text: additional information h9 no serial number was provided; therefore, device history record review could not be completed.this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Other text: additional information h9. No serial number was provided; therefore, device history record review could not be completed.this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)., corrected data: correction information: h10.